Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lobectomy procedure, when firing the device on a large vessel, there was an area (towards the middle) where no staples fired. The surgeon over sewed the area where no staples fired. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4).